Manufacturer narrative:
Image analysis the customer returned two images for analysis. Image 1: this image depicts 2 hcps using forceps to open the everflex entrust handle. It also appears to show the red lock tube, which has detached from the red lock tab. Image 2: this image depicts the red lock tab and the red lock tube separated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was implanting an everflex entrust for treatment of a lesion in the superficial femoral artery. The device was prepped as per the IFU with no issues identified. There was no resistance during delivery to the lesion. The device did not pass through a previously deployed stent. The lock pin was checked for securement. It was reported when removing the red safety pin it was stuck, and it broke. The physician dismantled the handle and released the stent with the pull-back system. The stent was deployed with no other issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.